Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there is a piece of hair on the tip of the syringe. To aid in the investigation, one sample in an opened packaging bister was received for evaluation by our quality team. A visual inspection was performed with 10x magnification. There is a fiber like foreign matter, 1/4" long, attached to the syringe rubber stopper. No other defects or imperfections were observed. The sample was sent to a laboratory for additional analysis, but the foreign matter was too small to be differentiated from the silicone used in the manufacturing process. A device history record review was completed for provided material number 309653, lot 4080202. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received material # 309653. Batch # 4080202. It was reported by customer that they noticed a piece of hair. On the tip of the syringe. Verbatim: rcc received a complaint via email. Bd luer-lok sterile syringe with graduations, 50 ml. Reference# 309653. The lot number is 4080202. The event date is 6.1.2024. No harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: s/b: IV room technician was preparing a dose of medication by first drawing up 0.9% sodium chloride injection, usp with a bd 50 ml syringe. When trying to remove a bubble, she noticed a line on the tip of the syringe. She notified the pharmacist (author). The bd 50ml syringe luer-lok(tm) tip-embout bd luer-lok(tm) (B)(4); lot 4080202 exp: 2029-03-31. A/r: upon closer examination, it was deemed not a marking, but a piece of hair. The syringe was sequestered with the fluid still in the syringe, the outer wrapper of the syringe was also saved. The mocs of ch pharmacy and ysc/src were notified. Syringes with the same lot number were removed from the IV room and ch pharmacy satellite and sequestered and labeled "do not use". Moc will submit to product inquiry team.

Event description:
Material # 309653, batch # 4080202. It was reported by customer that they noticed a piece of hair. On the tip of the syringe. Verbatim: rcc received a complaint via email. Bd luer-lok sterile syringe with graduations, 50 ml. Reference# (B)(4). The lot number is 4080202. The event date is 6.1.2024. No harm to the patient has been reported. The sample is sequestered to conduct an analysis to determine the root cause of the failure. Please let me know the next step. We are willing to send the sample. Please have an RMA and mailer label sent to my attention. The complaint is described: s/b: IV room technician was preparing a dose of medication by first drawing up 0.9% sodium chloride injection, usp with a bd 50 ml syringe. When trying to remove a bubble, she noticed a line on the tip of the syringe. She notified the pharmacist (author). The bd 50ml syringe luer-lok(tm) tip-embout bd luer-lok(tm) (B)(4); lot 4080202; exp: 2029-03-31. A/r: upon closer examination, it was deemed not a marking, but a piece of hair. The syringe was sequestered with the fluid still in the syringe, the outer wrapper of the syringe was also saved. The mocs of ch pharmacy and ysc/src were notified. Syringes with the same lot number were removed from the IV room and ch pharmacy satellite and sequestered and labeled "do not use". Moc will submit to product inquiry team.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.